Event description:
It was reported that the insulation on the probe has been compromised.

Event description:
It was reported that the insulation on the probe has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned to the manufacturing site for investigation and the reported failure mode was confirmed. The insulation portion near the tip of the probe was observed scrapped by a pointy object all around (on the back, side and front) on the returned unit, however the insulation was not observed loose or detached from the lumen at any point. In addition, it was reported that the condition was observed during preparation for use (no patient involvement). However, the returned unit was used extensively during surgery. After performing the visual inspection on the returned unit, scratch wear marks were observed on the insulation portion adjacent to the probe¿s tip on the back, side and front. The scratch wear marks are indicative of possible use of the unit as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), possibly when inserting or removing the probe into an obstructed passageway which can be identified as a possible contributor for the reported insulation damaged. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related. Again, the product was returned to the manufacturing site for investigation and the reported failure mode was confirmed. Product surveillance will continue to monitor complaints of this type for adverse trends.